Event description:
It was reported the pt had previous aortic and mitral valve replacements. During the dvr procedure, this valve was placed and after warming the pt, it was observed to be stuck open. The surgeon attempted to fix the issue, but was unsuccessful; therefore, another sjm mechanical valve was implanted (medwatch report # 2648612-2010-00070). The pt passed away following the procedure due to a ventricular failure. Additional info has been requested.